Manufacturer narrative:
Please correct this report 2017865-2015-26330. This event was previously reported on MDR 2017865-2015-26822 under the correct serial number (B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No patient symptoms were reported. The device was explanted.

Manufacturer narrative:
UDI (di): unknown.